Event description:
Consumer complaint of high blood results. The results exceed 290mg/dl in tests for tracking pt's blood glucose level to normal results, which do not exceed 100mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). No product yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. The results exceed 290mg/dl&#590; tests for tracking patient's blood glucose level to normal results, which do not exceed 100mg/dl. Adverse event not reported.